Manufacturer narrative:
Investigation: lot# was not reported so a DHR could not be performed as well as no sample or photos received. CT scan was done on a leaking sample which was segregated during production. After this scan additional tests were done on spike component and the concentricity of lower part of spike component caused deficit on one side of component. CAPA#891423 was initiated.

Event description:
It was reported that there was leakage with a bd phaseal¿ infusion set (c61). The following information was provided by the initial reporter, translated from french to english: we still had a case last week of leakage at the same level on a chemo pouch. ( linked to pr 831213 - leakage at junction between infusion set and needle ) we are identifying the lot, but it is not obvious because we do not trace them during the preparation.

Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. Date of event: unknown. Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that there was leakage with a bd phaseal¿ infusion set (c61). The following information was provided by the initial reporter, translated from (B)(6) to english: we still had a case last week of leakage at the same level on a chemo pouch. (Linked to (B)(4) - leakage at junction between infusion set and needle). We are identifying the lot, but it is not obvious because we do not trace them during the preparation.